Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to implantation of the 29 millimeter (mm) transcatheter aortic valve, pre-implant dilatation was performed with a 23 millimeter non-medtronic balloon. Following implant of the valve, the valve dislodged. The physician subsequently decided to use a 34 millimeter medtronic valve. Additional information was received that the deployment starting point was mid pigtail and the direction of dislodgement was aortic. Prior to dislodgement, the implant depth was 3 mm on the non-coronary cusp (ncc) and 5 mm on the left coronary cusp (lcc). After the valve dislodgement, the implant depth was 3 mm on the ncc and 4 mm on the lcc. Per the physician, the cause of the valve dislodgement was a bigger annulus. A medtronic guidewire was used for the procedure.

Event description:
It was reported that prior to implantation of the 29 millimeter (mm) transcatheter aortic valve, pre-implant dilatation was performed with a 23 millimeter non-medtronic balloon. Following implant of the valve, the valve dislodged. The physician subsequently decided to use a 34 millimeter medtronic valve.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012674785); product type: 0195-heart valves; implant date n/a; explant date n/a product ID l-evprop23-29 (lot: 0012702016); product type: 0195-heart valves; implant date n/a; explant date n/a select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to implantation of the 29 millimeter (mm) transcatheter aortic valve, pre-implant dilatation was performed with a 23 millimeter non-medtronic balloon. Following implant of the valve, the valve dislodged. The physician subsequently decided to use a 34 millimeter medtronic valve. Additional information was received that the deployment starting point was mid pigtail and the direction of dislodgement was aortic. Prior to dislodgement, the implant depth was 3 mm on the non-coronary cusp (ncc) and 5 mm on the left coronary cusp (lcc). After the valve dislodgement, the implant depth was 3 mm on the ncc and 4 mm on the lcc. Per the physician, the cause of the valve dislodgement was a bigger annulus. A medtronic guidewire was used for the procedure. Additional information was received that a post-implant balloon dilatation was not performed after the implant of the first and second valve.

Manufacturer narrative:
Image review: eighteen fluoroscopic media files were provided for review. The patient¿s executive summary was not available, which limited the ability to perform a comprehensive anatomical assessment and validate suitable valve selection. Fluoroscopic valve load inspection was performed and confirmed a good load. A pre-implant balloon aortic valvuloplasty was performed prior to the valve implantation. The valve was deployed just prior to the point of no recapture and depth assessment was performed. Depth was approximately 1mm on the non-coronary cusp in the cusp overlap view, and 0mm on the left coronary cusp in the left anterior oblique (lao) view. As stated in the instructions for use (IFU), the recommended target depth of 3 mm relative to the valve annulus. If the implant depth is =1 mm or >5 mm, consider recapture (section 9.2.5). Caution: valve implant depth =1 mm may contribute to an increased risk of prosthetic valve dislodgement during valve release, dcs retrieval, or post-implant dilatation. In this case, a recapture was warranted; however, the valve was released and sometime after final release and removal of the delivery catheter system, the valve dislodged to the ascending aorta. The dislodgement event was not captured but evidence suggests that the shallow depth most likely contributed to the valve dislodge. Consequently, the dislodged valve was snared, and a second valve was implanted. It was reported that the first valve was 29mm, and after dislodgement, a 34mm valve was implanted. The reason for the implantation of the larger valve was not documented. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.